Event description:
The hospital reported that during an endoscopic vein harvesting procedure and after the dissection, the c-arm on the vasoview 6 endoscopic vessel harvesting system broke off in the tunnel inside the pt's leg. The harvester cut a new 3 inch incision in the thigh area and retrieved the piece that had broken off with no other pt effects reported. A new kit was opened to complete the procedure. The harvester has 6 years of experience with vasoview 6. The lot number may be retrieved when the product is returned.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).